Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture at maximum outputs during an in-clinic evaluation. A chest x-ray and echocardiogram was performed revealing that the lead had perforated through the endocardium and out of the rv apex. The patient underwent a revision procedure and this product was successfully repositioned into the rv apex. No further complications have been reported. No adverse patient effects were reported.